Event description:
The customer and diabetes educator called to report that the insulin pump has not been delivering all of the boluses that are programmed. It was also stated that some boluses are not being recorded in the bolus history. Troubleshooting was performed, and the insulin pump passed the self test. The customer stated that two boluses from yesterday are not on the bolus history. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.